Event description:
The nurse reported that the bedside monitor (bsm) was not showing the heart rate / ECG / respiration rate. The patient is connected to spo2, so it's showing pulse ox and pulse rate, but nothing with the ECG is working. They already tried a different ECG cable and lead set, but the issue persists. There was no error message. They stated the issue was resolved but do not know how it was resolved. No patient harm was reported.